Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported one of the patient's leads had migrated and had become adhered to the other lead due to scar tissue adhesion. The migration was confirmed via x-rays. As a result, surgical intervention was undertaken on (B)(6) 2024 during which both leads were explanted and replaced. It is unknown which lead migrated.